Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the air in line alarms caused by low sensor readings due to fluid intrusion of the upstream sensor assembly (within the crystal pockets, preventing them from resonating correctly). The upstream sensor was replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump had nuisance air in line alarms. It was also reported that there was no pt injury.